Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 ipg implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported by the patient that they were currently an inpatient receiving radiation. They also reported that one of the implanted leads was not capturing and an adjustment was made to the implantable pulse generator (ipg). Follow up with the patient's clinic indicated that both the right ventricular (rv) lead and the right atrial (ra) lead had loss of capture during radiation treatments. The device was programmed to higher outputs but that caused diaphragmatic stimulation so the outputs were reduced. The clinic also indicated that when the patient is not receiving a radiation treatment the implanted leads act appropriately. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.